Manufacturer narrative:
Additional product code: pif. An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported the arv broke when trying to remove it when ordered for the ng to drain after being clamped. Per additional information provided on 17nov2025, the ng was clamped and the white part of the arv was in the suction lumen, upon attempt to remove it to reattach to suction it broke at the blue part of the arv. The device was removed from the patient and a new one has to be re-inserted.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. As part of the investigation all processes and controls were reviewed and found to be correctly followed. There were no abnormal conditions found that could trigger the reported condition. A device was not returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined at this time. A corrective and preventative action has been opened to further investigate and address the reported condition. We will continue to monitor related reports to determine if additional actions are necessary.